Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and displayed an e6 error which indicated that the handpiece was overheating or had overheated. Therefore, the reported condition of issues during burring was confirmed. The assignable root cause was determined to be due to normal wear and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that there was "issues with burring" with a motor device. It was unknown to the reporter if the alleged defect occurred during pre-testing or during surgery. It was unknown if there was a delay in surgery. However, a spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.